Event description:
It was reported that during a therapeutic (vc pasv PICC removal, a thrombus formed which prevented the line from being easily removed. As a result, the PICC had to be removed surgically. This device has not received for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.